Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not be charged after pump shut off due to insufficient battery power. The customer reported an elevated blood glucose (bg) level of 270 (mg/dl) and administered a manual injection to stabilize bg levels. During troubleshooting with tandem technical support, pump began to charge. Although requested, no additional information was received.